Event description:
A (B)(6) female patient called zoll customer support to report that she felt a shock and then her monitor was unresponsive. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (monitor unresponsive) was confirmed. Upon investigation the monitor was unable to power up. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause analysis. No adverse event resulted from the defective monitor. The patient received a replacement monitor.